Event description:
It was reported that during an atrial fibrillation ablation, they were ablating on the ridge of the left pulmonary vein area, when it was noted that the patient's blood pressure dropped and he had a thready pulse. Moderate pericardial effusion was confirmed by the acunav catheter. The hospital's emergency protocol was performed. Pericardiocentesis was performed and the patient was taken to ccu once stabilized. The clinical account specialist was present during the case.

Manufacturer narrative:
Per the ep lab, the patient was taken to the operating room so the hole could be repaired. The patient is currently stable and is recovering as expected. No further details are available in regards to the event, procedure, or the patient. When an analysis of the product is complete, a 3500a supplemental report will be submitted. (B) (4).